Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an unrelated lead revision surgery (manufacturer reference number 3006705815-2023-00907), when the ipg site was opened, the physician found that the pocket was filled with us. There was no prior indication from patient that there was an issue with ipg site or symptoms of infection. In turn, the entire scs system was explanted, and the pocket was washed out using irrigation with antibiotic. Patient was also given a drain and oral antibiotics. Infection has since improved/resolved.

Manufacturer narrative:
Date of event is estimated.